Event description:
It was reported that after the anchor was placed and as the surgeon was tying the suture knot, the implant broke. The surgeon used a banana knife to cut part of the rotator cuff in order to find and retrieve the fragments. The procedure was a rotator cuff repair. The surgeon used a punch/tap to insert the anchor. It was reported that when all the fragments were retrieved, the surgeon noticed that a bone cyst was present. He decided not to use another anchor. He used two swivelocks with two separate speed bridge configurations, one anterior and one posterior, both using the mattress stitch. No medial anchors were used. The case was completed successfully with this procedure.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. Evaluation of the returned device revealed the distal section of the corkscrew implant to be intact while the proximal end has cracked and broken into pieces. The most likely cause of the event is when the implant is not inserted co-axial to the bone tunnel or prying / leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.